Event description:
It was reported that during a laparoscopic nephrectomy the surgeon was clipping the renal artery. The device was difficult to fire and every second clip was not closing or releasing correctly. The surgeon then heard a large crunching noise and the clip applier jammed. The case was completed with a like device with no pt consequence.